Event description:
A synsiro drug-eluting stent system was selected for treatment. It was tried to insert the synsiro into the guiding catheter but it failed and the synsiro stent got deformed and partially displaced.

Manufacturer narrative:
Combination product: yes . The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. Judging from xray markers, the stent is displaced on the balloon by about 2 mm in distal direction. The stent is severely deformed at its distal end, i.e. Several struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The guiding catheter used in the intervention was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.